Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker had been oversensing noise triggering inappropriate automatic mode switches since 2016. No intervention was reported. The patient was stable and will continue to be monitored.